Event description:
Related manufacturer report number: 2017865-2022-07634, 2017865-2022-07635, 2017865-2022-07637. It was reported that during left ventricular (lv) lead implant procedure the patient experienced a perforation resulting in tamponade. The physician performed pericardial drain to resolve the issue. The patient condition was stable.